Event description:
It was reported that a remote transmission showed suspected far field r-wave (ffrw) oversensing as well as intermittent undersensing on the atrial lead. Programming changes were made on the lead and it remains in use. No patient complications have been reported as a result of this event.